Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that about a month ago the patient started having issues with urinary frequency and incontinence. The patient eventually found out they had a uti and were admitted to the hospital. The caller stated that the infection was gone at the time of the call, but the patient was still having issues with urinary incontinence. The caller tried to connect to the ins to adjust therapy settings, but they kept getting a message that said "it can't find the device." It was unclear if this was a communicator pairing issue or a telemetry issue. The caller said they "rebooted everything" but the issue persisted. The caller could not find the handset or communicator during the call, so they said they will call back for further troubleshooting once they locate the equipment. The caller also mentioned that the patient just had a surgery that didn't go well. The caller did not indicate that the surgery was in any way related to the ins or therapy. They called back the same day and said they had been trying to get the software and the hardware to communicate with the stimulator. Every time they put the holder on where the battery is it kept saying can't find, try again, or device not responding. They had done that several times and it was still not communicating. The issue started about three weeks ago. They had used the external equipment a couple months prior for an MRI and it worked fine. They had a problem with it and at that point the patient got readmitted into the hospital. The hospital stay was unrelated to the device or therapy. They were admitted for a couple months. They did not turn the therapy off for the surgery for stomach and intestines. When they came home they tried to see if they could get the device working again because the patient was having some difficulty with their incontinence. They found out they had a urinary tract infection. They tried to go through the process that they have followed in years past to have it communicate and it wasn't communicating. Patient confirmed communicator was unplugged, blue side was against the skin placed vertically, went into correct application, no emi or metal present. They said, the doctor told them the battery was supposed to be better on this one. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed stimulator might have reached end of life. Additional information was received from the healthcare provider (hcp ).the surgery for the stomach and intestines was not related to the device/therapy. The cause of the inability to connect was not determined but it was possibly due to end of battery life. They will schedule an appointment in office for device check. The issue was not yet resolved.